Event description:
It was reported that 11 days after a drug eluting stenting treatment procedure, the pt expired. In 8/2005 the pt presented to the cath lab. The lesion being treated was a non-calcified, 85% stenotic lesion in a severely tortuous mid left anterior descending artery (lad). After pre-dilation with a 2.5 x 15 mm balloon the physician then successfully deployed a taxus express, 8.8% 2.50 x 24 mm drug eluting stent. The pt was on a regimen of plavix, aspirin, and heparin. 11 days after the pt expired. It is noted the physician does not believe the cause of death was related to the taxus stent. The physician believes the pt was too weak to handle the stenting treatment procedure and ultimately caused the pt's death.